Manufacturer narrative:
The review of the manufacturing paperwork verified that this lots met all pre-release specifications, (B)(4).

Event description:
On (B)(6) 2009, before the endovascular procedure with gore® tag® thoracic endoprostheses, ascending aorta-left common carotid and left subclavian artery bypass was made to maintain blood flow because the physician planned to cover left common carotid and left subclavian artery. Banding of the ascending aorta was also performed as its diameter was too wide. On (B)(6) 2009, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tg3720/06529984 at distal, tg3720/6960625 at proximal) to repair a thoracic aortic aneurysm. The endoprostheses were deployed as planned. A conduit on the aorta was used for access. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, one month follow-up imaging showed no issues. A diameter of the aneurysm was 61mm. On (B)(6) 2010, six month follow-up imaging showed no issues. A diameter of the aneurysm was shrunk to 49mm. On (B)(6) 2011, one year follow-up imaging showed no issues. A diameter of the aneurysm was 49mm. On (B)(6) 2011, the patient developed a left pneumothorax. It was reported that this event was not related to the device and the procedure. On the same day, treatment (detail unknown) was performed to repair the pneumothorax. The patient tolerated the procedure. On (B)(6) 2012, two year follow-up imaging showed that a diameter of the aneurysm was enlarged to 57mm. There were no endoleaks and other complications. On unknown date in (B)(6) 2012, the patient was expired in another hospital. The cause of the death was unknown, and no further information was available.